Event description:
It was reported that every time the device is interrogated either via the remote monitoring system or with a programmer, the patient goes into a sustained ventricular tachycardia that the patient then needs to be paced out of. The physician believes that this is due to the initial pacing/measurements that take place when the device is interrogated. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.